Event description:
It was reported by the patient that the physician had programmed the pacemaker "too high" and patient's heart rate would increase too quickly from "simply walking up steps". The device was reprogrammed back to patient's "other settings" and remains in use. Follow-up with the physician's office was conducted to obtain additional information on the patient and the device, but the attempts were unsuccessful. Records indicate the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).